Manufacturer narrative:
Patient information is not available for reporting. Date of event: date of device malfunction is unknown. Additional device product code: lxt complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that external skeletal fixation with elbow hinge fixator was applied to elbow joint dislocation on (B)(6) 2018. The part of the hinged joint rod came off the device after the operation and was not found. As a temporary measure, a piece of k-wire was used as a substitute of the missing part. The patient did flexion and extension exercise of the elbow joint during rehabilitation term. The issue was found after patient had been discharged from the hospital. On (B)(6) 2018 the affected elbow fix was replaced to a new one without anesthesia or additional incision. There was no adverse consequence to the patient. Patient outcome is reported as stable. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 394.055; lot: 9893671; manufacturing site: bettlach; release to warehouse date: april 25, 2016; only top level of the device history record reviewed as sub-components are not lot tracked. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection investigation site: cq zuchwil; selected flow: 2. Device interaction/functional: visual inspection: the complaint condition is confirmed. The device is separated and the locking nut which would lock the system with the screw is missing as complained. We received the hinged joint disassembled in the two arms together with the connecting screw but without the nut. Is is visible that the connecting screw and the nut were disassembled by third party applying excessive force. Visible signs on the metal part indicates forcible dismantling post production. Functional test: the device could be re-assembled as intended, but due to the missing locking nut, it could not be locked anymore. However, with the nut, it could. Does the received condition agree with the complaint description? Yes, the part is not disconnected as complained and the nut is missing. Can the complaint be replicated with the returned device(s)? Yes, the part is not disconnected as complained and the nut is missing. Dimensional inspection: no necessary as there is no malfunction of the device in question. Document/specification review: the risk assessment for external fixator devices addresses the hazard ¿elbow hinge loosens/comes apart postoperatively¿. This complaint condition is adequately covered by the risk assessment. No product fault could be identified. We have to assume that incorrect locking of the device during surgery or improper handling post-surgery by third party may have caused loosening of the locking nut. The part left our hands in faultless condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.